Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and a mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, vaginal scarring. It was reported that the patient underwent mesh revision/removal on (B)(6) 2012 due to erosion, infection, and bladder prolapse. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2001 due to bladder prolapse, stress urinary incontinence, pain and infection. No additional information provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 06/10/2016.

Manufacturer narrative:
(B)(4).